Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. There were no concerns regarding the device's performance and a larger device was implanted successfully. No further information was available.

Event description:
The 15mm amplatzer septal occluder (aso) was deployed but embolized. The aso was percutaneously removed and a 17mm aso was implanted successfully.